Event description:
It was reported that the patient presented for an implant procedure. During the procedure, while fixating the ventricular leadless pacemaker with the delivery catheter it was noted that the device's tip was unstable. Soon after the patient's blood pressure and saturation dropped. An echocardiogram showed that there was an epicardial effusion and a cardiac perforation was suspected. The patient was stabilized; the device was retrieved and the procedure abandoned. Post-procedure, the patient passed away.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned, and visual inspection was normal. The cause of infection could not be traced to the device.

Manufacturer narrative:
Reported event of positioning failure was not confirmed. Visual inspection noted the helix was stretched out of specification. The helix elongation is consistent with having occurred during procedure. The inner diameter of the device docking button where the bullets on the tether interact was within specification. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.